Manufacturer narrative:
Device not returned.

Event description:
It was reported that the usb cable became frayed and could no longer be used to charge the pump. A replacement cable was sent to the customer to address the issue. Customer¿s blood glucose value ranged from 290 to 370 mg/dl.